Event description:
It was reported to tyco/healthcare/kendall on 11/2001 alleging that a pt had a chest drainage unit in place without any improvement in health (amount of time not given). It was reported that the chest drainage unit was replaced and the pt's health improved within twenty-four hours. Co is unable to contact the user facility for more details and the unit is not available for evaluation.